Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a shocking sensation on the left side when lyingdown, starting in the lower back and radiating down the leg. The patient noted that the shocking sensation was preventing sleep, leading to the stimulation being turned off. During a programming session, the patient felt heaviness in the left leg and mild dizziness. Despite good paresthesia in the back and legs, the shocking sensation returned with new dtm programs. Troubleshooting steps included an impedance check, which showed normal values, and the creation of new dtm programs using a different portion of the lead. The issue remains ongoing and unresolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.  See (B)(4) for charging issues and see (B)(4) for not getting coverage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.